Event description:
Fracture of a dental implant that was phased ourt more than 5 years ago. Abutmentscrew was loose and caused system instability. Additionally patient suffered from periimplantitis causing bone reduction. Fracture therefore was caused by mechanical overloading of the implant and was patient related.